Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. It was reported that the customer's blood glucose was 144mg/dl. It was reported that the drive support was noted to be loose. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.